Event description:
It was reported that the patient presented for a routine follow-up visit. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited wide qrs oversensing. The patient's ICD was explanted and successfully replaced. The patient was stable.